Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer had a low blood glucose level and wandered outside and lost the insulin pump in the snow. The customer's reading was 24 mg/dl. The caller declined to troubleshoot due to being unable to find the device. The customer was sent a loaner device, however nothing was returned for analysis.